Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The insert was returned for investigation; however the cup was not returned. The flat rim and the inner surface of the insert shows some scratches but overall are inconspicuous. On the backside of the insert, it is possible to see abrasion marks. The peg is slightly deformed. A review of the device manufacturing records confirmed no abnormalities or deviations. Surgical technique indicates that the size of the insert is indicated by a letter code and needs to match the size on the corresponding shell. Bone or soft tissue remnants must not overlap the edge of the shell as they may prevent the insert from snapping into position; therefore, it is recommended to clean and dry the inner surface of the shell before positioning the insert. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the available information, the reported event can be confirmed review of the manufacturing records confirms that the insert was produced according to specification; therefore, it is not expected that the manufacturing process contributed to the reported event. The observations made on the insert could may point to a possible initial mis-positioning of the insert in the cup during insertion/impaction. The surgical technique also indicates a clean and precise insertion of the insert. Based on the available information it remains unknown if and to what extend a possible interference between the insert and the cup during the procedure might have contributed to the reported event. Therefore, based on the available information, a definitive root cause for the reported event could not be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4): d10: item # unknown, unknown cup, lot # unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that during the procedure, it was noted that the inlay did not hold in the cup, the surgery was completed with another inlay of the same reference number. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.